Manufacturer narrative:
The investigation into the pump not detected issue has been completed since the original report was submitted. The device was not returned for investigation. Clinical details noted that they made multiple attempts at un-plugging and re-plugging in pump into the console. The root cause of the pump not detected could not be definitively determined without returned pump to attempt to recreate failure. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The complainant reported a patient in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp was opened for implantation and the automated impella controller (aic) console displayed a "pump defective" error when plugging the impella in. Staff tried to unplug and plugging the impella back in to no avail. Staff made the choice to use a second impella and it was successful.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.